Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noted on the ventricular channel during a follow-up appointment. The noise appeared to decrease over time and did not appear to cause interruption of normal operation of the device. The patient will be monitored.